Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital due to a consciousness disturbance and through examination, it was found that the patient had an outflow graft occlusion. Symptoms included hypoxic encephalopathy due to the occlusion and coma. A computed tomography (CT) was performed, and the patient had developed a stroke. The patient was given anticoagulation treatments including warfarin, aspirin, and heparin. The hypoxic encephalopathy was device related as the outflow occlusion caused a lack of flow. Surgery was performed to resolve the occlusion. A concomitant infection was also reported, caused by the patient condition and the complexity of medical management. The patient had a pump related driveline infection and blood cultures were positive for bacteria. Despite treatments, the infection persisted without any tendency to recover. The patient's condition remained poor despite recovered pump function and end-of-life treatment. The pump was turned off and the patient passed away due to infection on (B)(6) 2024. The device operated as intended.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Section d6a: corrected. Section h4: corrected. This event was determined to be supplemental to manufacturer report number 2916596-2022-15306. The investigation findings will be reported under manufacturer report number 2916596-2022-15306.